Event description:
The patient reported blood glucose results of "250mg/dl. And 98mg/dl" with the lifescan meter , performed within 10 minutes of each other. The meter, test strips, and control solution were replaced.